Manufacturer narrative:
Section a4: the patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was compassionate withdrawal.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instruction for use (IFU) and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including multiple types of organ failure and dysfunction, that may be associated with the use of the heartmate 3 lvas. Section 5, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: the patient weight was not provided. B5 narrative updated. . H6 - adverse event problem updated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The patient presented for aggressive diuresis and ultimately required dobutamine. The patient was found to have severe aortic insufficiency with recirculation on their heartmate 3 device. They continued to have worsening heart failure symptoms including worsening cardiorenal function and continued to not diuresis well. The patient was put on dual inotropes and placed on continuous renal replacement therapy. They continued to have low mixed venous with low output heart failure, respiratory distress, and eventually required intubation. Patient then had issues with oxygenation and was having low po2s. Cardiogenic shock was unable to be overcome despite increasing pressor support. The heartmate 3 lvad speed was increased to overcome the significant aortic insufficiency which offered little improvement. The patient's family met with palliative care and opted to withdraw support. Aortic sufficiency was not present prior to left ventricular assist device (lvad) implant. A device related issue was not thought to have caused or contributed to the patient's aortic insufficiency.